Event description:
The customer reported that there was a pad failure during a pt eval. The pt was not harmed.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The device exhibited an error message of "lead fault" upon power up. The malfunction was isolated to a defective relay on a relay board assembly. The relay board assembly was replaced to restore device operation.